Event description:
Handle got loose and needle stuck in pelvis bone of (B) (6) girl (puncture of iliac crest), biopsy sample was obtained after removing needle with force and extra tools.

Manufacturer narrative:
No sample has been received for evaluation; therefore, we are unable to determine the cause for the issue reported. A review of the device history record for the lot reported did not identify any issues with this particular lot. Manufacturing personnel have been made aware of this incident.